Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was received for evaluation. Visual and functional testing were performed. Top case was cracked by power button (edge) and right case was cracked. Results of the pump event history log review revealed there was a motor rate error. During functional testing, the motor rate error was also found during the occlusion test. The root cause of the reported issue was found to be normal wear, as the pump was over 11 years old. The motor assembly was replaced, along with worm gear; leadscrew and clutch halves. Occlusion testing was performed and all functional testing passed. UDI is unknown. No product information has been provided to date.